Manufacturer narrative:
An event regarding disassociation involving an unknown metal head was reported. The event was confirmed for disassociation and corrosion. Method & results: the device was not returned for analysis. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: severe ectopic bone formation (brooker grade-4) has adversely influenced the biomechanics and kinematics of the arthroplasty joint with a severe overload condition in the taper junction as adverse effect. Severe corrosion was the consequence with loss of taper lock and in the end stage spontaneous disarticulation of the joint. Device history review could not be performed as the device details are unknown. Complaint history review could not be performed as the device details are unknown. Conclusions: a review of the provided information by a clinical consultant indicated that: severe ectopic bone formation (brooker grade-4) has adversely influenced the biomechanics and kinematics of the arthroplasty joint with a severe overload condition in the taper junction as adverse effect. Severe corrosion was the consequence with loss of taper lock and in the end stage spontaneous disarticulation of the joint. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported left hip revision. Patient complained of pain and a broken trunnion was discovered. The trunnion was found to be sheared off of the patient's accolade 1 stem which was originally implanted in 2007. The cup and liner were not revised and remained implanted and were well fixed.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 44mm v40 head. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Other text: not available

Event description:
It was reported left hip revision. Patient complained of pain and a broken trunnion was discovered. The trunnion was found to be sheared off of the patient's accolade 1 stem which was originally implanted in 2007. The cup and liner were not revised and remained implanted and were well fixed.